Event description:
Left total knee arthroplasty performed on patient on (B)(6) 2008. During procedure one of the pins fractured leaving a remnant of the pin inside the femur. Surgeon determined that retrieval would be more harmful than good so made decision to leave pin remnant in femur. Patient informed after surgery completed.